Manufacturer narrative:
Received one used 142730490 plum 150 ml burette set for inspection. No damages or anomalies noted. The set was leak tested per product specifications. There was leakage from the y-clave. The y-clave was disassembled, and an axial tear was found along the length of the seal. The reported complaint of leakage can be confirmed due to the damaged y-clave. The damage found on the y-clave is typical of access with a needle during use. The dfu states: the clave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. Do not use needles, blunt cannulas, or luer caps on needlefree connectors. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a 150ml bag pump set where it was reported there was burette¿s leakage. The event was noted during infusion. The involved solution was normal saline. There were no obvious defects noted on the tubing set (cracks, or breaks) and no holes, cut, tears or any other defects were noted on the tubing set. The tubing set was replaced, and therapy resumed. The products were stored in an air-conditioned room in the hospital and were not exposed to extreme temperature. There was no spillage or any drug exposure to patient or staff. There was patient involvement but no patient harm.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending. (B)(6).